Manufacturer narrative:
E1 initial reporter phone no.: (B)(6) h11: the device was received for evaluation. During functional testing, the reported problem "under infusion" was not reproduced. Evaluation performed flow testing and the device passed the test. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused during delivery. Oxaliplatin secondary infusion was only partially delivered while docetaxel and leucovorin were fully administered, and the patient was discharged without completing the oxaliplatin dose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.